Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; the device broke apart during use. The physical sample is not available for evaluation. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one photo of the device opened by the account. The photo depicts the spiked trocar and trocar with a disengaged trocar circular seal component in a plastic bag. The root cause of the observed condition was isolated to damage on the circular seal component of the received device; however, the manner in which this failure occurred could not be determined with the information available. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.